Event description:
The device was returned to target with no complaint description. The only comment was: "see device". Upon eval, it was found that the microcatheter was ballooned and ruptured at its proximal end, therefore this complaint became an MDR. According to the complaint notification form, there were no injuries, complications or additional interventions for the pt as a result of this event.